Manufacturer narrative:
Block h6: device code a0510 captures the reportable event of the retraction problem.

Event description:
It was reported that, during the procedure using a capio slim device, the device would not retract back to its original position. No patient complications were reported.